Event description:
The consumer stated she was diagnosed with toxic shock syndrome (tss). The consumer used several tampons on (B)(6) 2012. After use, she developed flu-like symptoms. She visited the doctor and was diagnosed with tss. The doctor provided antibiotics for treatment and bed rest.

Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.